Event description:
Additional information was received from a consumer on (B)(6)-2016 and it was reported that the patient had had increased pain that started 10 months ago and came on gradually. Prior to the catheter dye study and catheter revision, they tried increasing the dose 10, 20, 30% and he had no therapy effect. He got no symptoms that showed his body was responding as the patient had previously had symptoms with increases.

Manufacturer narrative:
Other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who received compounded baclofen (60 mcg/ml; 13.721 mcg/day), prialt (9 mcg/ml; 2.05 mcg/day), fentanyl (35 mcg/ml; 8 mcg/day), and bupivacaine (15 mcg/ml; 3.43 mcg/day) in an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The patient had a medical history of chronic back pain. Concomitant medications were unable to be obtained. For the past two months the patient had experienced increased back pain. It was unknown what led to the event, but a catheter dye study was performed. During the catheter dye study, the catheter was not able to be aspirated. As a result, a catheter revision occurred on (B)(6) 2016. During the surgery, the back incision was opened. The surgeon identified the spinal segment of the catheter exiting the dura and noted a catheter fracture. The spinal segment was removed and a new spinal segment (8598a) was implanted and connected to the remaining sutureless connector. As of the date of this report, the issue was considered resolved. The patient's status at the time of the event was stated to be alive with no injury. Should additional information be received, it will be reported in the form of a follow-up report.